Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was related to incomplete prime. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that he had connected prior to prime finishing. The baxter technical service representative (tsr) explained the air alarm. The tsr said he should contact his registered nurse (rn) about the alarm. The hp would start over with new supplies. The hp already cycled power to get se 2367 and the tsr went into alarm log to verify se 2240. The tsr had the hp disconnect and cycle power one more time. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the hp on (B)(4) 2012 regarding the se 2240 alarm. The hp reported that the issue was resolved, by ending therapy on the cycler and starting over with new supplies. The hp confirmed that he connected to the patient line during prime. The hp stated that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.